Event description:
Patient representative reported a left side implant exchange due to deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported a left side implant exchange due to deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, g2, h6.

Event description:
Patient representative reported a left side implant exchange due to deflation. Device has been explanted and replaced.